Manufacturer narrative:
Eval summary: the device was received partially deployed without the clip having been fired. The exchange sheath was slit proximal to the distal tip and damaged at the distal end. The garage leaves were bent and twisted. It was reported that the tissue tract was not adequately spread at the beginning of the procedure, which could create resistance during the thumb advancer step. Additionally, the user tried enlarging the tissue tract with forceps and continue to forward the tube set with the thumb advancer a second time. The damage at the distal end of the sheath with the bent and twisted garage leaves is consistent with what would occur when the user moves the thumb advancer distally after the first retraction. The instructions for use (IFU) instructs the user "create a 5-7mm skin incision at the sheath site to accommodate the insertion of the clip delivery tube". Additionally, the instructions for use (IFU) instructs the user not to advance the thumb advancer against resistance, to manually collapse the locator wings with the safety release button, retract the thumb advancer as far proximal as possible and to remove the device. Therefore, based on the findings of the investigation and the info provided of the events, the root cause for the reported experience was an insufficient incision at the sheath site. No mfg issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: unable to complete thumb advancement. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se attempted arteriotomy closure of the left common femoral artery after a diagnostic procedure. Reportedly, an inch from completing step 3 (the thumb advancer stroke), resistance was felt and the exchange sheath got caught in the tissue tract. Keeping the device place. The tissue tract was enlarged using forceps. The thumb advancer step was attempted a second time, but the exchange sheath continued to get caught in the tissue tract. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was available.